Manufacturer narrative:
The investigational analysis completed on 2/5/2020. A picture evaluation was performed. However, no result could be obtained from it. The device was visually inspected and it was found in good conditions. During the second visual inspection, a hole was found on the pebax, and metal exposed. The magnetic sensor functionality was tested on carto and the catheter failed. Error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions were found during the review. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax. Initially, it was reported that during the procedure a force sensor error 106 code was observed. A second catheter was then used to complete the operation. No adverse patient consequences were reported. The observed force sensor error has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 11/13/2020, the bwi pal received the device for evaluation. Upon initial inspection, the product revealed no physical damage. Further testing was then performed. During a second visual inspection on 1/16/2020, a hole was observed on the pebax. The observed hole has been assessed as an MDR reportable malfunction as metal was exposed.